Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. Based on problem description, it is most likely that console batteries were fully depleted. However, we could not verify this because neither the console nor its data was returned for investigation. The root cause could not be determined. D.2 common device name and g.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. During set-up for the procedure, the automated impella controller (aic) ) was turned on and displayed one red alarm (battery failure) and one yellow alarm (battery communication failure). The site confirmed the console had not been turned on in months. The procedure was still performed successfully and there was no reported patient harm. There were no issues reported during implant, during support, or during explant.